Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve in the aortic position, the delivery system balloon was unable to be inflated during valve deployment. The pacing run was stopped and the device was repositioned slightly. The balloon was able to be inflated and the valve was deployed with difficulty and force. Additionally, the balloon took a long time to deflate. The balloon was tested on the back table after the procedure and there were no problems inflating or deflating the balloon. The approximate time of inflation was 10-15 seconds, and deflation was 15-20 seconds. The ratio of contrast to saline in the inflation medium was 15:85. The device was not torqued during procedure. There were no kinks noted on the device. The perceived root cause for the inflation/deflation difficulty was patient anatomy.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Imagery and photos were not provided. DHR review did not reveal any manufacturing issues that could have contributed to the reported event. A lot history review revealed no other complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, valve alignment: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Tracking over aortic arch: ensure the edwards logo facing up on delivery system. Thv deployment: check to ensure: thv between the valve alignment markers. The flex tip is on triple marker. Balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp =50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure compete the deployment. Completely deflate the balloon. Stop pacing withdraw the balloon from the native valve. Additional consideration: verify flex tip on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of delivery system during thv deployment. Do not exceed 20 seconds for inflation and deflation of delivery system. Always maintain control of plunger of inflation device when releasing it. Never lock the inflation device during bva or thv deployment. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformances contributed to the reported events. The complaints were unable to be confirmed as no product imagery was provided and the device was not returned. Review of manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the reported complaint. Based on the applicable DHR review and lot history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU/training materials revealed no deficiencies. Per the report, the root cause for the inflation/deflation was considered to be patient anatomy. Although no patient imagery was provided and no kinks were noted on the device, excessive device manipulation to traverse the anatomy can create an obstructive pathway that can lead to prolonged inflation or deflation of the device. Furthermore, as the device was able to be inflated/deflated post procedure on the back table, this further suggests that patient factors likely contributed to the reported complaint events. Available information suggests patient factors (patient anatomy) may have contributed to the reported event. The complaints for 'delivery system ¿ inflation difficulty' and 'delivery system ¿ deflation difficulty' were unable to be confirmed. Available information suggests patient factors (patient anatomy) may have contributed to the reported event. The investigation did not provide any indication that a manufacturing non-conformance contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.